Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2203 captures the reportable event of imaging required. Imdrf code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted on (B)(6) 2024. On (B)(6) 2024, the patient presented to the emergency room with abdominal pain. A CT scan was performed, and it was found that the balloon had a volume greater than 1000 ml due to the presence of air (hyperinflation). The balloon was successfully removed. Patient condition after the procedure reported as stable.